Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as mild calcification, and aortic neck angulation was severely angulated at 90 degrees. Aortic neck was 15 mm in length, its diameter at the level of the renal arteries was 20 mm and 15 mm, below the renal arteries the diameter was 17 mm (funnel shaped). It was reported that the bifurcated stent graft was deployed correctly below the renal arteries; however, due to the aortic neck angulation, there was a type 1 endoleak. The decision was made to implant a 26 mm diameter talent aortic cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). (Severely angulated and funnel shaped aortic neck). (Stent graft was deployed in a patient with a severely angulated aortic neck). Evaluation, conclusion: (severely angulated and funnel shaped aortic neck). (Stent graft was deployed in a patient with a severely angulated aortic neck).